Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the image was green and purple. In addition, the image flickered when angulation was activated. Examination of the device showed the distal end body was dented and the charge coupled unit was damaged. The physical damage at this area likely caused the image problem. Visual inspection also showed the up/down lever was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was being used for a procedure when the camera image showed green flashes and poor optics; the customer reported the patient tissue could not be seen. A similar device was used to complete the procedure. The customer could not confirm the type of procedure but confirmed that the procedure was not prolonged. There was no extension of patient sedation and no medical intervention was required. There were no adverse effects to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the abnormal image was caused by a faulty charge-coupled device (ccd). The specific cause of the faulty ccd was attributed to physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.